Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) and reported elevated blood glucose (bg) levels. The reporter indicated that the patient had a bg level of "439 mg/dl" on (B)(6) 2012, during the afternoon. The reporter treated the patient with a corrective bolus via the pump. An unknown time later, the patient reportedly had a bg level of "527 mg/dl." The patient was treated with a "shot." She was also "urged" to consume lots of water. At 7:00 am on (B)(6) 2012, the patient reportedly had a bg level of "130 mg/dl." At 9:30 am, the patient's bg was "260 mg/dl." The reporter treated the patient with another "shot." During troubleshooting, the patient's bg was down to "186 mg/dl." The patient's insulin was at room temperature and within expiration date. The pump's basal rates, I:c ration, isf, and bg targets were reportedly correct according to the reporter. No clots, blood, or issues with the infusion sets were noted. The sites appeared to be healthy with no leaking observed. No issues were found with the cartridge. The patient's father was able to prime into the air. The patient's site/set had been changed 6 times within the previous 3 days. The reporter mentioned that the patient was entering puberty. The reporter indicated that she was going to consult with the patient's health care provider (hcp) regarding possible programming changes due to the patient's sports activities and possible puberty. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia. However, at this time, it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.